Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Rse recommended verifying the 220vac plug on the pc after powering on; if 220vac is present, the problem is with the host pc battery, or the bios is not properly configured. Rse provided the customer with replacement parts information for the main power distribution unit (mpdu). They repaired the system and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer does not power up when the system turns on. The customer has to press the ¿on¿ button on the front of the host computer. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.